Manufacturer narrative:
No blank display noted during testing. The device passed displacement test, active current measurement, sleep current measurement and self test. During visual inspection, electronics stack and motor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump still did not turn on. The customer¿s blood glucose was 144 mg/dl at the time of incident. The customer stated that insulin pump did not take any batteries tried with several different batteries, she already cleaned contact in battery cap but issue was not resolved. The insulin pump will be returned for analysis.